Event description:
The orthopedic surgeon had placed the femoral broach in the pt's femur for fitting purposes and when he attempted to remove it, the trial broach broke off inside the pt's femur. The surgeon attempted to remove it but was unsuccessful. The surgeon had to make an add'l incision above the pt's knee and a small hole was drilled through the distal femur to gain access into the pt's femur-allowing access to the broken broach.